Event description:
The following article was received based on a literature review: article: magnetic resonance imaging reveals possible cause of diplopia after baerveldt glaucoma implantation an observational study was done to assess if ocular motility impairment, and the ensuing diplopia, after baerveldt glaucoma device (bgi) implantation, is related to the presence of a large fluid reservoir (bleb), using magnetic resonance imaging (MRI). A total of 30 eyes of 30 patients were divided into two groups: one with patients that experienced diplopia (n = 12) and another with those that did not experience diplopia (n = 18) at 1-year post-operative assessment. All patients underwent bgi implantation with bg-101-350 (abbott medical optics; johnson & johnson surgical vision, inc.). It was reported that 4 experienced diplopia and had motility restrictions. There were 2 patients without diplopia but was reported to have a large bleb volume that showed motility restrictions and severe visual field loss in the study eye (md < -12 db). It was also reported that 3 eyes showed signs of proptosis. In one of the patients, the bleb was in direct contact with the optic nerve, resulting in a medial shift of the optic nerve. This patient had advanced visual field loss (md of study eye = -13 db). No further details were provided. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: mean age 67.3 ± 8.0 section a3: 13 female (44%) and 17 male (56%) patients sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is october 10, 2022. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, device remains implanted. Section h3 - other (81): the implant was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: islamaj e, van vught l, jordaan-kuip cp, vermeer ka, ferreira ta, de waard pwt, et al. (2022) magnetic resonance imaging reveals possible cause of diplopia after baerveldt glaucoma implantation. Plos one 17(10): e0276527. Https://doi.org/10.1371/journal.pone.0276527 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.